Manufacturer narrative:
The customer¿s immediate concerns were addressed by cleaning the connectors at the transducer connection points and ultimately replacing the acquisition module. A thorough investigation was performed to determine the cause of the reported problem. During evaluation of the suspect part, the reported failure was unable to be replicated and no trouble was found. The system has returned to service with no similar issues reported post repair.

Event description:
A customer reported their epiq cvx ultrasound system locked up during cardiac surgery, and proceeded to lock up again after restarting the system. There was no patient or user harm associated with this event. A qualified field service engineer evaluated the system based on the customer¿s complaint and could not reproduce the issue. Log review indicated dirty connectors were found, so the transducer connector was cleaned to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.